Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement, this right ventricular (rv) lead exhibited high shock impedances of greater than 125 ohms in all three vectors. It was noted that impedances were normal with the previous device. The device was noted to be in the pocket, and the pocket was wet. The leads were checked, and the set screws were checked. External equipment in the procedure room was turned off; however, shock impedances remained greater than 125 ohms in triad configuration. Shock impedances were then checked with the old device and rv to can both were normal. With the new device, in superior vena cava (svc) to can, was 90 ohms, and rv to can by itself was greater than 125 ohms. It was noted that it was able to be determined that the distal coil was the issue causing the shock impedance to be greater than 125 ohms. A revision procedure was later performed and this lead was surgically capped and abandoned. A new lead was implanted with no further issues. No adverse patient effects were reported.